Manufacturer narrative:
The reported meter and test strips were returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The complaint is not confirmed.

Event description:
Customer's sister reported that on (B)(6) 2014, the night before the medical event, customer received a reading of 400 mg/dl on his adc blood glucose meter. It was further reported the customer "possibly doubled his intake of his insulin" in response to the high reading. Caller further reported the next morning she found him on the floor after he had experienced a loss of consciousness and noted he was "awake, but he could not talk and respond". Paramedics were called and upon arrival received a reading of "below 20" on an unspecified meter. Customer was treated on the scene with an unspecified "medication that was injected through his vein" and then transported him to a local healthcare facility. Customer was reportedly diagnosed with hypoglycemia, but did not receive any further treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been returned and an investigation is in process. A follow-up report will be filed once the investigation is completed. All pertinent information available to abbott diabetes care has been submitted.